Manufacturer narrative:
Analysis: the returned sample is undergoing evaluation which has not yet been completed. A lot history review revealed this is the only complaint associated with unable to deflate for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was allegedly unable to be deflated after treating the target lesion for the recommended treatment period. The health care professional (hcp) used a contralateral approach to gain patient access to the superficial femoral artery (sfa). The hcp removed the balloon protector with out issues. Reportedly , the hcp could not fully deflate the lutonix dcb when negative pressure was applied to the balloon. The hcp made several attempts to deflate the lutonix dcb in the normal fashion. As a result, the hcp reportedly punctured the balloon using a needle through the thigh, successfully deflating the balloon. The hcp then removed the lutonix dcb from the patient without additional issues. The lutonix dcb has been returned for additional evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis/evaluation: visual inspection of the returned sample revealed the proximal end of the balloon was wrinkled and the distal end of the balloon was stretched over the tip of the catheter. The distal end of the balloon was non-uniform and severely wrinkled. The proximal marker band was shifted towards the distal tip of the catheter. The inner lumen was accordioned beginning at the hub strain relief and extended approximately 80 mm distally from the catheter's hub. The procedural guidewire was still present in the inner lumen with heavy, bloody residue imbedded in the coil filars. During functional testing, the guidewire was not able to be removed from the inner lumen of the catheter. No other functional testing could be performed due to the condition of the returned catheter. Conclusion: based on the information provided and analysis results, potential causes for the inability to deflate the balloon may have been the inner lumen damage at the hub strain relief. The damage to the inner lumen of the catheter may have been due to handling the device prior to or subsequent to the deflation difficulties. A review of the device history records revealed the device was manufactured to specification prior to being released for distribution. A review of the quality database did not identify any trends related to deflation issues. Lutonix will continue to monitor the field performance of this device to detect similar events, should they occur. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.